Event description:
It was reported that the lead was explanted due to an unknown other non product experience. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).